Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving shocks from the implantable cardioverter defibrillator (ICD). It was noted that the patient has experienced sustained ventricular tachycardia (vt) and had previously undergone an unsuccessful vt ablation. Upon interrogation it was noted that the patient was in sinus tachycardia when they received a shock. Following the sinus tachycardia there were morphology changes that changed the rhythmid outcome to uncorrelated. The patient received multiple anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia. It was noted that therapy became exhausted in this episode. Boston scientific technical services (ts) discussed that the were no atrial discriminators in this device. The sudden rate duration was programmered off and the ICD remains in service and no adverse patient effects were reported.